Manufacturer narrative:
Intuitive surgical's clinical sales representative (csr) was present during the procedure and indicated the reason the surgeon could not view both instruments during the procedure was because both the colectomy and appendectomy procedures were both performed using the same port placements. Per the csr, the surgeon did not want to place additional ports on the patient. Per the csr, the surgeon indicated he reviewed the video after the procedure and concluded this event was caused by user error resulting from not being able to see his instruments at all times. Isi's csr indicated that the surgery had no malfunction of the da vinci si system, instruments and/or accessories during the case. The surgeon reported the patient made a full recovery and the operation was completed successfully. The instruments and accessories user manual specifically states: - caution: ensure all installed instruments are visible in the surgeon console view before proceeding to prevent inadvertent harm to the patient.

Event description:
It was reported that during a pediatric da vinci si colectomy and appendectomy procedures, both instruments could not be viewed at the same time. One instrument was not in the field of view, when the surgeon looked for this instrument it was discovered in the abdominal wall of the patient causing bleeding. The damage to the patient's abdominal wall was repaired using suture and the case was converted to laparoscopic surgery. The case was completed successfully and the patient made a full recovery.